Manufacturer narrative:
Evaluation summary: the rf assure console was received, and an evaluation of the sample confirmed the reported issue of a false positive detection. The investigation isolated the failure to ferrite on the accessory port assembly, which can cause electromagnetic interference. The ferrite was removed to address the condition of the device. Corrective actions have been implemented to prevent this issue through improvements to the design. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was used on a patient, the device was found to be broken. It showed detection when nothing was left in the patient. The customer used a different scanner on the same patient and it was clear. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was used to patient, the device was found to be broken and showed detection when scanning the patient. There was no further information is available. There was no patient injury.